Event description:
A report was received that the patient was having difficulty aligning charger to ipg. It was determined that the skin in the pocket site was flabby. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.